Event description:
It was reported to philips that there was insufficient image disk space, which would prevent imaging. The device was inside of clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and found that the images disk free space was low. Fse checked ip-pc power and performed cold reboot of the system, issue persisted. Fse eliminated hard disk fault by connecting the disk one by one but no issue with hard disk found. The defective part was returned for analysis, and it is suspected that the components were missing during field inspection or shipping or lost on customer site, so the lab could not confirm if the hdd bay and cmos battery were defective, and they are the root cause. However, the replacement of the ip-pc and hard disk by the field service engineer has resolved the reported issue. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.